Event description:
It was reported by the user site that on (B)(6), 2026, during use of a 3dimensions mammography system during a patient exam, the c-arm home button intermittently did not return the c-arm to the home position and instead moved the c-arm to the 90-degree left position. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed that the c-arm continued moving after the control switch was released. The fse found that a rocker switch located at the bottom of the c-arm was sticking. The fse replaced the worn c-arm switches and performed operational testing. Following the repair, the c-arm responded appropriately to switch commands and stopped moving when the switch was released. The system was verified to be operating according to manufacturer specifications. No further information is currently available.